Event description:
Per independent repair center statement the unit had low o2 or yellow light. The key failure was the sieve beds were saturated. Additional malfunctions include the heat exchanger was leaking, the tie wraps were leaking, and the elbow for the heat exchanger was leaking.